Event description:
The report received from the affiliate indicated that during a visual inspection at the warehouse, a piece of small blackish foreign matter was found inside of the sterile packaging of the (B)(6) fire star 2.5 x 20 balloon catheter. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies noted except for this failure. The product was handled and stored as per the usual procedure. The product was not shipped out of the warehouse and was not clinically used in a patient. The product was neither re-sterilized nor re-packaged. There was no reported patient injury.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during a visual inspection at the warehouse, a piece of small blackish foreign matter was found inside of the sterile packaging of the sakura fire star 2.5 x 20 balloon catheter. The outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies noted except for this failure. The product was handled and stored as per the usual procedure. The product was not shipped out of the warehouse and was not clinically used in a patient. The product was neither re-sterilized nor re-packaged. There was no reported patient injury. The product was returned for inspection. One sterile sakura fire star, 2.50 x 20 was received inside original plastic bag and box. Two foreign material were observed inside pouch. No more anomalies were found. During the microscopic analysis two foreign materials were observed. The foreign materials were measured and found out of specification parameters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'foreign material' was confirmed; the exact cause of the failure is related as manufacturing process. A risk assessment was initiated to address this kind of issue.